Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2023-15872. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV; rupture.

Event description:
Patient reported "rupture, painful, has gotten worse, there's more loss" with MRI. Later, healthcare professional reported capsular contracture, baker grade IV. Additionally, patient reported "I¿m in a lot of pain everyday". Affected side is left. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ breast pain: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "rupture, painful, has gotten worse, there's more loss" with MRI. Later, healthcare professional reported capsular contracture, baker grade IV. Additionally, patient reported "I¿m in a lot of pain everyday". Affected side is left. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b.5, d9, h6.

Event description:
Later healthcare professional reported "not ruptured". This record is for the left side. Device was explanted and replaced.